Event description:
It was reported that when the device with reload cartridge was used during a unknown procedure, the firing knob was jammed and could not be pushed all the way. Another device was opened to complete the case. There was no consequence to pt.